Event description:
During an unk procedure, the physician reported the reamer was dull and they were unable to scratch the surface. Surgery was delayed by 10 mins as a result of the incident. There were no reports of adverse events or pt injury as a result of the event.

Manufacturer narrative:
Complaint info was provided by zimmer. It has been communicated by the customer, that the device will be returned to greatbatch medical for eval. Once (B)(6) receives the device an investigation will be performed and a supplemental medwatch will be submitted.